Manufacturer narrative:
The initial MDR was submitted with an incorrect date of event. The correct date of event was (B)(6) 2017. The initial MDR was submitted with an incorrect date received by manufacturer. The correct date received by manufacture was 05/02/2017.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: the complaints lab received one sample. The sample was visually inspected. No flakes were observed on the barrel of the syringe. No other issues or abnormalities were observed. While this complaint is unconfirmed from the verbatim the likely issue is burnt plastic. Conclusion: bd was not able to confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. (B)(4).

Event description:
It was reported by a consumer that orange flecks were found to be imbedded in 30 ml bd luer-lok¿ tip syringe. Foreign matter was found prior to use. No injury or medical interventions reported.